Event description:
Arjohuntleigh received a report about a fatality occurred last week in (B)(6) injury rehab and neurological care centre. It has been reported that the pt was trapped between the bed side rails and the mattress face down.

Manufacturer narrative:
(B)(4). Arjohuntleigh received a customer complaint where it was suggested that the patient died as a consequence of the entrapment between the bed side rails and the alpha trancell deluxe mattress face down. It was reported that the patient got trapped from feet up to chest between the mattress and the bed cotside on the left hand side of the bed. When reviewing similar reportable events, we have found 1 case with similar general fault description - patient entrapment in bed, however the occurrence rate observed for this failure mode is currently considered to be very low. Without having first-level evidence such as video or detailed witness description of what occurred, we are left to review the information received from the customer per our best efforts, and compare it to our product knowledge. It has been established that the alpha trancell deluxe replacement mattress system was being used for patient handling at the time of the event and in that way contributed to the outcome of the event. The initial device inspection performed by an arjohuntleigh representative revealed that all 4 velcro straps that are normally attached to the base cover of the mattress replacement were missing - torn off. Therefore, it can be established that the mattress was found to have not been to specification when the event took place. Nevertheless the information that we have been able to gather to date does not enable us to conclude whether the missing straps have contributed to this event or not. Following details received the entrapment occurred between the rail and the mattress. This means that the mattress shifted/migrated and created an entrapment gap - entrapment point. The instruction for use (IFU) supplied with the alpha trancell deluxe system ((B)(4)) include crucial warning: "alignment of the bed frame, safety sides and the mattress should leave no gap wide enough to entrap a patient's head or body, or to allow egress to occur in a hazardous manner where entanglement with the mains power cable and tubeset or air hoses may result. Care should be exercised to prevent occurrence of gaps by compression or movement of the mattress. Death or serious injury may occur." Despite our best effort, the facility did not provide us with information on which bed the mattress was placed. It has not been indicated or confirmed this bed was an arjohuntleigh device or not. Lacking this information we are not able to determine the compatibility with the bed and mattress size for this event. It appears most likely that the device was not attached to the bed frame at all due to straps missed. The securing straps are an integral part of the mattress base cover and from our review the only possibility which would explain lack of straps being present, is that they were ripped off during use (eg. When the straps are attached to non-moving parts of the bed, which may stress the connection while the bed is positioned). Even so, the lack of these straps should have been noticed during routine maintenance and during installation of the mattress, and after such detection the device was to have been excluded from use until repaired. The IFU contains important details, inter alia: "ensure the mattress has been secured to the bed frame using the straps provided." Moreover, it was noticed by our technician who visited the customer site that CPR (rapid deflate function of the mattress) hadn't been pulled out at time of incident. This means that while the staff was performing cardiopulmonary resuscitation to the patient the mattress was not deflated. Following the device IFU: "in the event of a cardiac arrest, pull the rapid deflate tag firmly at the head end of the mattress and disconnect the tubeset connectors at the pump." From the information available and our evaluation performed, we have come to conclusion that the IFU was not adhered to at several points - this constitutes an use error. However, based on very limited information gathered we are not able to clearly establish that this could lead to the incident. Additional and unknown factors could also cause and contribute to the patient's death.

Manufacturer narrative:
(B)(4). Insufficient info available at the time of writing this report. The visit of arjohuntleigh representative in the hospital to gain comprehensive info about the event is planned. Additional info will be provided upon conclusion of the investigation. Imp # (B)(4).